Event description:
It was reported, the light source exhibited an e103 (lamp error) error message. The issue is unknown as to when it occurred. There were no reports of delay, patient harm, injury, or death. Additional details relating to the patient and the event have been requested, but no response has been received at this time.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. During troubleshooting with olympus technical assistance center (tac), the customer was advised that the e103 error is a clv lamp error which is typically seen when the lamp has high hours of usage. The customer confirmed the lamp was about 4 years old. Tac recommended that the customer replace the lamp. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The issue occurred during preparation for an unspecified diagnostic procedure.